Manufacturer narrative:
Investigation is ongoing. We are waiting for additional informations concerning this event. No other complaint concerning this batch number. About the patient : what is the patient's condition today? "Unknown. We have reached out for confirmation but did not receive a response". Observation: there was a ziploop with toggleloc device also implanted on (B)(6) 2017.

Event description:
(B)(4). Event occured in (B)(6) - regarding a revision of a compositcp screw: "the revision took place on (B)(6) 2019. There was a significant reaction around the screw with liquid accumulated. The screw was removed (and probably disposed of - we're awaiting the confirmation; no information if anything else has been removed), the liquid has been taken for biological and histopathological examination and the surgeon is awaiting the results before further actions are taken. No photos or product have been received to date. We have received no further information despite additional follow-up attempts".

Manufacturer narrative:
Investigation is ongoing. We are waiting for additional informations concerning this event. No other complaint concerning this batch number. About the patient: what is the patient's condition today? "Unknown. We have reached out for confirmation but did not receive a response". Observation: there was a ziploop with toggleloc device also implanted on (B)(6) 2017. Follow up 1 / final report manufacturing data analysis (screw is not available for expertise): this batch of screws presents no manufacturing defects. Everything conforms to specifications. We have not received any updates on the patient's condition from our contact (19 august 2019). No corrective or preventive action. This complaint file is closed with the information we have available.

Event description:
(B)(4). Event occured in (B)(6) - regarding a revision of a compositcp screw: "the revision took place on (B)(6) 2019. There was a significant reaction around the screw with liquid accumulated. The screw was removed (and probably disposed of - we're awaiting the confirmation; no information if anything else has been removed), the liquid has been taken for biological and histopathological examination and the surgeon is awaiting the results before further actions are taken. No photos or product have been received to date. We have received no further information despite additional follow-up attempts".